Manufacturer narrative:
The device was returned, and the evaluation found that the communication error code (b30) is due to moisture traces found on the socket. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source showed communication error message (b30). The issue occurred during preparation for a non-specified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's (lm) final investigation (the lm received the device) and device evaluation. Based on the results of the investigation. It is likely, that contact failure with the scope has occurred, due to corrosion of the electrical contact part. It is likely, that the scope was connected and used in a wet condition, causing corrosion. Corrosion occurred, at the electrical contact part of the one-touch connector. The event can be prevented, by following the instructions for use (IFU), which state: "the scope wires should be connected in a sufficiently dry condition, including the electrical contacts. If wet, the image may disappear or lead to malfunctions such as flicking." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that since moisture traces found on the socket, it was presumed that the b30 error occurred due to contact failure of scope connector. Olympus will continue to monitor field performance for this device.